Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The company service representative examined the system and was not able to confirm or replicate the reported events related to infusion and iop. As a preventative measure (pm), the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provider reported that the infusion line was not infusing during a vitrectomy procedure. The eye deflated. The surgeon manually filled the eye with irrigating solution. Choroidals were starting in the back of the eye. There were no medical or surgical interventions required.